Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and air was being drawn into the sheath. After inserting vizigo short via the right femoral vein and removing air, air was drawn in. When vizigo sheath was removed from the patient¿s body and checked, saline leakage was confirmed from the insertion part (rubber) of the sheath handle. This was identified as the cause of air mixing-in, so the sheath was replaced with a new one and the issue was checked. No leakage was observed with the new sheath, so it was used. When the replaced vizigo sheath was inserted via the right femoral vein and air was removed, there was no problem. Additional information was received indicating the specific section with the issue was the hemostatic valve. When deaeration was performed from the side port side, air from the hemostatic valve was discharged to the side port side. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. No blood return was observed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 16997068 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).